Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ cancer- breast: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "capsular contracture 3". Healthcare professional later reported ¿ductal carcinoma in situ of breast for right side¿ which has been deemed not related to the device. The device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture 3". Healthcare professional later reported, "ductal carcinoma in situ of breast for right side" which has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.